Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Subsequently three years and seven months post filter deployment, patient was expired. Autopsy was performed and it showed that the patient was expired due to atherosclerotic cardiovascular disease and obese with cardiomegaly. And the postmortem x-rays revealed that the filter was identified, and the tip of the filter barely protruded through the wall of the inferior vena cava into the lumen. The struts of the filter were fully embedded in adipose tissue adjacent to the vessel. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based on the available information, the definitive root cause is unknown labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Device expiry date: 04/2014.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time, post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.